Event description:
It was reported that pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor coordinated replacement with a new pump while awaiting return of affected device.